Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that a needle clog occurred during use with a needle precisionglide 30x1/2in. The following information was provided by the initial reporter, "in the first application the medicine does not come out, clogged needle (glucose 50%)".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred during use with a needle precisionglide 30x1/2in. The following information was provided by the initial reporter, "in the first application the medicine does not come out, clogged needle (glucose 50%)."